Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill error. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) evaluated the unit and connected a trainer and was able to verify autofill error code 37. All helium tubing was inspected to ensure none of the helium lines were kinked, which no kinks were found. The fse replaced parts scroll compressor, muffler, and muffler, micron, and autofill error was no longer present. The fse performed a preventative maintenance (pm), full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.